Event description:
Customer reported to beckman coulter, inc. (Bec) that the cap piercer of the unicel dxc 600i synchron access clinical system dripped after the customer performed maintenance and changed the blade and wick. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified an obstruction within the vacuum line y-connector. The fse ran bleach through the line to clear the obstruction.

Manufacturer narrative:
(B)(4).